Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lung lobectomy procedure, the device blade broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).batch # p91w2v. The device was returned with the tissue pad damaged, melted and 100% present. However, the blade was intact and properly attached to the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.